Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead integrity alert. A request for additional information was made and it was learned the patient is deceased and died of a cause unrelated to the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported the lead displayed high rate non-sustained episodes and short v-v intervals.